Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3, g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter tilt, retrieval difficulties and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful open chest procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years eight months post filter deployment computed tomography (CT) revealed that inferior vena cava filter was in place and the filter was conical in shape. The apex of the filter was about 0.5 cm caudal to the renal vein ostia. The posterior strut of the filter projects 4 mm beyond the wall of the inferior vena cava and contacts a superior endplate osteophyte of l3 with no associated bone erosion. Some of the left-sided lateral struts projected 3 to 4 mm from the wall of the inferior vena cava and contact the right lateral wall of the abdominal aorta. The inferior vena cava below the level of the filter was slightly smaller in diameter than the cava above the level of the filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc). However as there is no conclusive evidence the alleged detachment, retrieval difficulties and filter tilt remains inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and strut detached. The device has not been removed after an attempted but unsuccessful open chest procedure. The current status of the patient is unknown.